Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device will not be explanted at this time. The recipient is successfully wearing the device. The recipient will be monitored per center's protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device will not be explanted at this time. The recipient is successfully wearing the device. The recipient will be monitored per center's protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.